Event description:
It was reported patient underwent a revision procedure eighteen months post implantation due femoral loosening. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10 - medical product: zss distal femoral xt component, catalog #: 00585004302, lot #: 65346318; stem collar 35 mm o.d., catalog #: 00585204035, lot #: 65299919; size 3 precoat non-modular cemented tibial component, catalog #: 00588000302, lot #: 64429075; seg dist fem poly box sz c, catalog #: 00-5850-013-96, lot #: 65473912; prc tib block 5mm sz4, catalog #: 00-5988-004-26, lot #: 64678239; prc tib block 5mm sz4, catalog #: 00-5988-004-26, lot #: 64632306; all poly pat comp 38dia, catalog #: 00-5972-065-38, lot #: 64843454; psn 2.5mm female scr 25mm 2pk, catalog #: 42-5099-025-25, lot #: 65390791; headless trocar drill pin 75mm, catalog #: 00-5901-020-00, lot #: 65396809; psn 2.5mm female scr 25mm 2pk, catalog #: 42-5099-025-25, lot #: 65382100; seg fluted stem 11x130mm str, catalog #: 00-5852-050-11, lot #: 65384597; segmental art surf sz c 26mm, catalog #: 00-5850-030-26, lot #: 63125154. G2: australia. H6: mechanical (g04) - stem. Reported event was confirmed by review of radiographs. Visual examination of the provided pictures identified the explants are assembled with foreign material on their surfaces. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates there is hinged prosthesis right total knee arthroplasty with loosening of the femoral component if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.